Manufacturer narrative:
This supplemental report is being submitted to provide additional information. From the evaluation result provided by olympus china sales & marketing (ocsm), olympus medical systems corp. (Omsc) confirmed that the reported event was not reproduced and that the video connector and electrical contacts were corroded. Therefore, it is possible that the scope communication error b30 occurred and the endoscopic image was not displayed due to a temporary communication failure with the video system center. Device history record (DHR) review indicates that the product was manufactured and tested in accordance with all applicable procedures and met all final product release criteria. If additional information becomes available, this report will be supplemented.

Manufacturer narrative:
The device was evaluated at olympus (B)(4), and (B)(4) confirmed the following: the device has not been repaired in the past year. The reported phenomenon was not reproduced. The camera cable was deteriorated and loose. The focus function and zoom function did not work properly with obvious abnormal sound. The camera head cover unit, ccd unit, and focus control switch need to be replaced with new ones for repair. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed by the user that during the reprocessing, the scope communication error b30 occurred. Error code b30 means that the video system center cannot communicate with the endoscope. The user replaced the device to another device and completed the intended procedure for inspection. This device was used in combination with the olympus video system center otv-s190 and light source clv-s190. There was no report of patient injury associated with the event.